Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message, and beeping tones were heard. A request was made to have data from this device analyzed. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.